Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited noise and no capture at high output. It was noted that the lead was not making good contact with myocardium. The physician felt that the issue was with the lead and not a positioning issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.